Event description:
It was reported that the collimator closed down and locked up during a case on the 9800 system. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro functions board, ps1 and ps3 power supplies were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.